Event description:
Bdnf, "catheter found to be kinked with break, inability to access port." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.